Manufacturer narrative:
Additional information obtained reportedly indicates that the recipient experienced an infection prior to revision surgery. The infection has resolved. The recipient¿s device will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection was not believed to be device related. Additional medical intervention following revision surgery was not necessary. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced inflammation in the head. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well.